Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that liquid leaks from a bd ¿ discardit ¿ non sterile two piece syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected samples. A leakage through the plunger rod was observed in this provided samples. After that we determined there was a damaged plunger rod by the evaluation of the plunger under magnification. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Investigation conclusion: we conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.